Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on anastomosis, the needle was detached very easily from a thread. They used a new one to complete the case. There was no patient injury.